Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported an intermittent loss of live image (image was greyed out). There is no report of pt injury or death.